Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The provided imagery was reviewed, and the following was observed: post-procedural device photo shows sheath bunching towards the hub at the distal tip location. The liner appeared to be partially delaminated along the bunching area. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty to withdraw system through sheath was confirmed based on provided imagery. The complaint for interventional device interacts with non-edwards device was unable to be confirmed due to unavailability of returned device or applicable imagery. As reported, 'there was resistance during retraction into esheath because the commander delivery system was not properly unflexed as indicated and 10-20% remained flexed. Then, a kink was confirmed in the esheath by fluoroscopy. To solve this issue, using 50ml syringe, it was manually performed negative pressure via 3 way sheath of commander delivery system and, at the same time, moving commander ds back into esheath by fluoroscopy. Finally, it was able to successfully pull the commander ds balloon into tip of esheath. The commander ds and esheath were removed from the patient as a single unit and a 'liner delamination' was observed in esheath. Due to the partially inflated balloon pulling out the proglide sutures caused the patient to hemorrhage. It was decided to upsize to 18f cook sheath due to likely vascular dissection in femoral artery. It was tried to remove cook sheath again with proglide assistance but there was no success maintaining hemostatic. The vascular dissection, which led to hemorrhage, was treated by surgical closure.' In addition, per medical opinion, the perceived root cause for vascular dissection was partial flex on the commander ds during retraction and the residual volume left in the commander ds from post dilation. In this case, the delivery system was not completely unflexed and there was residual fluid left in the balloon during its withdrawal through sheath. As per training manual regarding delivery system removal, 'completely unflex the delivery system' and 'ensure the balloon is completely deflated'. It is possible that improper withdrawal technique may have contributed to the delivery system catching at sheath tip and interacting with proglide sutures due to increase system profile. As such, available information suggests that use error(not fully unflex the delivery system, residual fluid) may have contributed to the complaint event; however a definite root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards united kingdom affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, resistance was felt during retraction into esheath due to the commander delivery system being not properly unflexed. Troubleshooting was performed, and they were able to successfully pull the commander ds balloon into tip of esheath. The commander ds and esheath were removed from the patient as a single unit. A vascular dissection in femoral artery was observed which led to hemorrhage, and was treated by surgical closure. The following day, the patient returned to the cardiac ward and was stable. Per report, the perceived root cause of the vascular dissection was partial flex on the commander ds during retraction and the residual volume post dilation.